Manufacturer narrative:
(B)(4). The delivery system and esheath were discarded following the procedure and were not available for evaluation by edwards lifesciences. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, lot history, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. Review of the lot history did not reveal any similar reports related to sheath shaft - liner torn or sheath shaft ¿ resistance with delivery system. No deficiencies with the IFU or training manual were identified. Review of the complaint history revealed the occurrence rate did not exceed the october 2017 control limit for the trend category ¿damaged¿. The complaint history review revealed the occurrence rate did exceed the october 2017 control limit for the trend category ¿resistance between devices¿. Sheath liner tears have been previously investigated by edwards and documented in an edwards technical summary. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigation during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigation were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of (B)(4) patient complaint events for sheath liner tear were identified. · 174 devices showed no evidence of a manufacturing non-conformance. (B)(4) complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. · scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. (B)(4). Complaints ((B)(4)) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity o scratches/kinks: (B)(4) occurrences, or a rate of (B)(4) o calcification/scratches/kinks: (B)(4) occurrences, or a rate of (B)(4). Calcification/scratches/kinks/tortuosity: (B)(4) occurrences, or a rate of (B)(4) based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigation in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. In this case, the complaints for the ¿sheath shaft ¿ liner torn¿ and the ¿sheath shaft- resistance with delivery system, bc¿ were unable to be confirmed since the devices were not returned for evaluation. However, there was no indication that a manufacturing non-conformance contributed to the event. Patient factors (access vessel tortuosity, access vessel calcification) may affect the interaction between the sheath and delivery system during insertion and withdrawal, creating additional resistance. These same factors have been found to contribute to sheath liner tears. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definite root cause could not be determined, available information suggests patient factors and procedural factors may have contributed to the resistance, liner tear and iliac artery dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, following the insertion of a 16fr. Esheath, ¿intense¿ resistance was encountered during the insertion and advancement of the commander delivery system. A 29mm sapien 3 valve was successfully deployed 70:30 aortic/ventricular (a/v) as intended. Intense resistance was also reported during the withdrawal of the delivery system. An introducer was inserted into the esheath for withdrawal. The esheath was carefully withdrawn and the liner was found to be torn. No injury was observed by angiography and the access site was closed. After the access site was closed, doppler ultrasonography showed no blood flow below the popliteal fossa. Repeat angiography revealed that the external iliac artery (eia) was dissected and a flap blocked the blood flow to the deep femoral artery (dfa). Surgical repair and endarterectomy was performed. A vascular stent was placed to repair the flap. Proper blood flow in the lower limb was confirmed. The patient was transferred to the ICU. The access vessel minimum luminal diameter (mld) measured 6.2mm with mild calcification and moderate tortuosity reported. The delivery system and esheath were discarded following the procedure and are not available for evaluation.